Event description:
It was reported that the right ventricular (rv) lead had dislodged and perforated the heart. The patient reported internal bleeding. The lead was repositioned but was sensing very low r-waves after it was connected to the device. The lead was revised once again and was successfully positioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).